Event description:
It was reported to philips that the device powered off when the 12 lead ECG was in use. It was reported to philips that the alleged failure was observed while the device was in use on a patient. However, no adverse patient impact was reported by the customer.

Manufacturer narrative:
One battery pca was returned for failure analysis. The reported problem was verified in the lab based on visual inspection. The problem was localized to j1 pin 7 which was found to be broken and pins 5 and 6 which were found to be permanently compressed and bent.